Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels, battery out limit alarm and failed battery test. Customer's blood glucose level was 39 mg/dl. Customer treated their low blood glucose with food and juice. Customer received battery out limit alarm followed by failed battery test. Customer placed a brand new battery and the display screen went blank. Customer advised the battery was out of the insulin pump for a greater duration than allowed by the insulin pump. Customer attempted to fill the insulin pump and the keyboard was locked. Customer was assisted with unlocked the keypad.